Event description:
It was reported that cgm displayed error message during use with sensor. No information was provided regarding impact to customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, successfully performed reset without further cgm error messages, and then successfully started sensor session.